Event description:
It was reported, the patient presented to the clinic for a follow-up. Upon interrogation, the device exhibited a non-sustained rv oversensing alert. The device was reprogrammed to address the issue. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).